Event description:
It was reported that the ventilator had an error code indicating pressure sensor auto zero failed. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.